Event description:
A customer reported experiencing alarm 2 followed by alarm 26 but confirmed no previous occlusion events occurred earlier that day. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. To resolve the issue, the customer changed the infusion set and cartridge.